Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2016 with the following findings: on investigation, the audio bolus button cover was torn in the center; however, the audio bolus button was still functional. Investigation did not duplicate the alleged unresponsive bolus button complaint. Removed bolus cover, no intermittent conditions found on contact. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the audio bolus button was damaged and under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.